Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency department after feeling nausea and hv shock. Review of stored egm noted that the patient was experiencing atrial fibrillation with rapid ventricular response which eventually resulted in detection of vf and shock therapy. The shock broke the arrhythmia, resulting in sinus tachycardia. The patient was in stable condition at the time of the check. Patient will be referred to the following physician for device reprogramming.